Event description:
It was reported that this right ventricular (rv) lead exhibited noise during an episode. Clear artifacts could be seen on the electrocardiogram, and it was reproduced by targeted manipulation. Consequently, the physician made the decision to explant and replace this lead. Manipulation of the implantable device's header did not result in any artifacts. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance, and measurements throughout this test were within normal limits. Visual inspection found that the lead body was twisted along it's whole length, and that the proximal end of the distal spring electrode was separated from the lead body insulation. Insulation damage was observed near the terminal end of the lead, consistent with lead-on-lead abrasion, and clavicle first rib insulation damage was also identified near the terminal pin of the lead. These findings may have contributed to the reported observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise during an episode. Clear artifacts could be seen on the electrocardiogram, and it was reproduced by targeted manipulation. Consequently, the physician made the decision to explant and replace this lead. Manipulation of the implantable device's header did not result in any artifacts. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.